Manufacturer narrative:
Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 8303521 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the tip of the tubing was slightly damaged and there was a small cut coming from the inner wall indicative of the needle piercing through the tubing. The needle appeared to be bent and twisted at the notch. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the cause of the retraction failure was due to the bend or twist in the needle getting caught at the end of the wedge preventing the catheter and needle from separating. However, the engineer could not identify the root cause of this damage as the unit was returned outside of its original packaging.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had retraction issues. This was discovered before use. The following information was provided by the initial reporter: at the moment of using the device on a patient, the user saw the catheter with a twisted tip. During a retraction test, the safety feature failed. The needle remains stuck in the blue tip. Clinical consequences: none as it was observed before use. Conservatory measures: change of the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had retraction issues. This was discovered before use. The following information was provided by the initial reporter: at the moment of using the device on a patient, the user saw the catheter with a twisted tip. During a retraction test, the safety feature failed. The needle remains stuck in the blue tip. Clinical consequences: none as it was observed before use. Conservatory measures: change of the catheter.